Event description:
This 13-yr-old outpatient received burns, second and third degree, during an MRI procedure, while under general anesthesia. The burns were located at the sites of the EKG leads. Silvadene cream was applied and the pt was discharged. This pt was seen in the emergency dept on 10/4/96, to be evaluated for possible infection. There were no obvious signs of infection found.